Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported complaint was confirmed to be due to defective printed circuit boards. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had touch panel not functioning. The unit gets power, but the touch screen is black and no signal is being sent to the main monitor. The issue occurred during set-up of device. There were no reports of patient harm.